Event description:
The arterial line on the 8 fr. Iab clotted off. After flushing, the iab worked fine. The iab was not returned to datascope for evaluation. The iab was used. Event complications: unknown - reported 9/30/98. Pt's current status: unk - reported 9/30/98.